Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced adhesive issue due to infusion set was ripped off event on (B)(6) 2026. No further information available.